Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was unknown. The customer stated their buttons were unresponsive when attempting to bolus. The customer attempted to change their battery and then the button error alarm occurred. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
The pump had no unexpected button error alarm. The pump passed displacement test, and all buttons functioned properly. However, the pump had moisture damage on the keypad traces. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window, and a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.